Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that they will changeout device next tuesday because lv lead has high thresholds. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).